Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain and nausea are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: "...abdominal pain, chest pain, incision pain, and ...port site pain." Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Health professional reported removing tubing from a lap-band device. No add'l info was provided. F/u findings: the problem was first observed when the pt was experiencing "pain with nausea." The surgeon "suspected fractured tubing" and performed "a CT scan and an egd." A "dye study" was completed and the surgeon "saw a leak." The device was removed and the surgeon noted during the explant surgery that the "damaged tubing piece broke off just by pulling." The explanted tubing "was replaced with a new piece of tubing, for a 10cm-band-sys, "which [the surgeon] got from a repair kit."